Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was kinked. It cannot be determined when or how this damage occurred. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. Blood residue found on the pod adhesive pad. The formed needle mechanism was inspected under magnification and no damages or defects were noted. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 16 mmol/l (288 mg/dl). The pod was worn between 4 and 24 hours on the back. It was noted that the cannula was bent. As treatment for the hyperglycemia, a pen correction of 4 units of insulin was administered and a new pod was applied.